Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femoral impactor handle broke while impacting the femoral implant. Another handle was available & utilized to complete impaction. When the tech was moving instruments to their basin at the end of the case it was noticed that the size 4n left femoral trial had a crack in it, without any pieces removed. The spring and red trigger of the impactor handle was recovered from the sterile field.